Event description:
It was reported that during an implant attempt the device measured low sensing values. Several lead revisions did not resolve the issue, and it became difficult to insert the lead into the device. Noise and high impedances were seen as well. The device was removed and replaced with a new device, which resolved all of the issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Product evaluation summary: the analyst commented that no pin gages were available to measure df4 connector insertion resistance.